Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began ¿3-4 weeks¿ ago. The patient manages his diabetes with oral medication (metformin, 500 mg, 2 times a day) and insulin (humalog and lantus; unknown dosages) and stated that he continued with his usual dose of medication in response to the alleged issue. The patient denied developing any symptoms; however, on (B)(6) 2014, the patient stated he was treated with insulin (unknown type and dosage) by emergency medical services (ems). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.